Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. Power loss alarms confirmed in the long trace history file due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with fading serial number label. The insulin pump was received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had recurring power error alarm and, power loss alarms. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.